Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. (Sae info) data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient reported being hospitalized on (B)(6) 2024, because of inaccurate readings. The cgm mobile device was showing 184 mg/dl, but when she went to hospital with her husband, they checked her and she was at 699 mg/dl. The patient experienced tiredness, dizziness, incoherence, and double vision. The patient said she was having ketoacidosis at that time. She was confined to intensive care unit. From what she remembered, she was given an insulin drip and fluids because she was very dehydrated. She also had pain medications and potassium medication. She was discharged (B)(6) 2024 and fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 event date - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.